Event description:
Event description boston scientific received information that eight months after the implant procedure this pacemaker was removed due to a patient condition. A lead revision procedure was performed on both the atrial (4479) and the ventricular leads (4470) due to dislodgement. The atrial lead dislodged almost immediately after the implant procedure, and was turned off at that time, the device was programmed to vvi. The ventricular lead had high threshold measurements at that time. A week before this revision procedure the ventricular lead was failing to capture at maximum outputs. It was reported that the patient jumped off of his bed shortly after this first implant procedure and that this most likely was the cause of both leads becoming dislodged.